Manufacturer narrative:
Device was evaluated at synthes (B)(4). The measureable dimensions of the screw were checked and found to be in compliance with the technical drawing and spec. The examination of the raw material testing certificates and the mfg papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the spec and with the intl standard. The cross section surface shows no irregularities which indicates material conformity. No product fault could be detected.

Event description:
Device report from (B)(4) indicates two screws broke during internal fixation of a hip fracture. During insertion of a dynamic hip screw for treating an inter-trochanteric fracture, two screws had been broken while tightening the screw at the completion of internal fixation. There was no way to remove the screws as the screws were deeply inserted inside the bone and the screw heads broke. This is the second of two reports for this incident.